Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited an error message following a delivered shock indicating a shorted lead condition.